Manufacturer narrative:
Follow-up report will be filed if add'l info becomes available.

Event description:
It was reported that the hosp requested service on the console. A preventative maintenance and functional check was performed by arrow field service. A "helium loss 2" alarm was detected. The pump assembly was replaced. There is no further info.